Event description:
A peritoneal dialysis pt reported that during treatment there were alarms, the cassette compartment was wet and it was observed that the fluid was coming from the cassette. There is no report of pt ill effect. There is no sample available for analysis.

Manufacturer narrative:
There was no sample returned for eval, therefore the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.